Manufacturer narrative:
Unit received stuck in critical pump error (open book image) and unable to download due to severe corrosion on electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Unable to perform displacement test, sleep current measurement, active current measurement and self test due to critical pump error. Unable to verify blank display due to critical pump error unit received with corroded force sensor and corroded motor home switch. Unit received with cracked case next to belt clip rail corner. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. Customer blood glucose level was unknown at the time of incident. Customer also stated that the insulin pump had long crack beginning from the top of the pump, all along the length of battery tube and screen was blank. The device will be returned for analysis.